Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Medical records have been requested. A follow-up MDR with clinical evaluation may be submitted if records are received.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that the patient had been hospitalized for gastric problems. The patient had not been in treatment at the time. During follow up the patient's pd nurse reported that the patient had presented at the hospital with chest pain that was attributed to a gastric problem. The patient, however, was admitted for altered mental status. This was attributed to a small stroke. The patient was discharged from the hospital on (B)(6) 2015. Due to the mental status change and continued confusion regarding his pd treatment following this event the patient was transitioned to hemodialysis. Medical records have been requested.